Event description:
When it first misfired, error code read: clean instrument. After cleaned, the next error code read: tighten device. After tightening, the error code read: replace instrument with 3 uses left on instrument. Harmonic gold cord was replaced then error code read: replace handpiece. Next the disposable device was changed with no further concerns.what was the original intended procedure?primary procedure: laparoscopic supracervical hysterectomy.secondary procedure: laparoscopic salpingo-oophorectomy.secondary procedure: lysis of adhesions.comments: bilateral tubes and ovaries.